Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the inability to save the log files to the system monitor data card was confirmed. The returned system monitor (B)(4) was evaluated and repaired by the edc technical services. Visual inspection of the unit revealed a damaged compact flash card slot where one of the pins in the cf card slot was bend. The system booted up successfully. However, due to a damaged compact flash card slot, the motherboard (main board pcb) was replaced, which resolved the reported issue. System monitor software was upgraded to the latest version, 7.32. Preventative maintenance was performed. A fully functional checkout was performed per service system monitor procedure where the unit successfully passed all test steps. After completed the repair, the system monitor (B)(4) was returned to the customer. A root cause for the cf card slot damage was not conclusively determined through this analysis. Heartmate ii instructions for use (rev. C) "system monitor¿ and heartmate ii patient handbook (rev. C) "caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use (rev. G) "system monitor¿ and heartmate iii patient handbook (rev. G) "caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate system monitor instructions for use (IFU) (rev. E) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 22dec2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files could not be saved to the data card on the system monitor. The monitor displayed "insert data card" and with different data cards, the problem could not be solved.